Event description:
The patient stated that the keypad buttons were intermittently unresponsive for the past 2 weeks and was increasing with time. The patient reported that the keypad and pump were intact but the buttons felt like they were pushed in and didn't spring back like they use to. The patient confirmed that there was no unusual activity with pump. The pump was reportedly not exposed to moisture. The patient reported that she wore the pump in a pocket.

Manufacturer narrative:
Follow-up #1 date of submission 08/31/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 08/03/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.